Event description:
Device is not holding the lancet corrrectly and sometimes does not fire the lancet for a finger stick. User has accidently stuck self when trying to use the device. The device was replaced and requested to be returned for evaluation.